Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a gastro-intestinal procedure, the circular stapler was misfired, and half of the circumference was stapled, and stapler jammed in between. The surgery was delayed by 40-minutes and successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 05/07/2021. D4: batch # t5e87x. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with the anvil missing. Only casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. Place purse-string sutures in the organs to be anastomosed. Based on surgeon experience and judgment, a closed lumen technique (double or triple stapling technique) may be employed as an alternative to a purse-string technique. For a double stapling technique, open the instrument using the adjusting knob until the orange tying area is visible. Remove the anvil to expose the trocar. Retract the trocar by rotating the adjusting knob clockwise until a stop is reached. Check trocar to verify that it is fully retracted before proceeding. Insert the anvil into the lumen and secure the purse-string onto the anvil shaft above the tying notch. Insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. While closing the instrument, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. Tissue should lay flat and be evenly distributed within the instrument. Turn the adjusting knob clockwise to close the instrument. As the final adjusting revolution is approached, the orange indicator moves into the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/18/2021. Additional information was requested, and the following was received: 1. Where within the gap setting scale was the orange indicator prior to firing? Yes. 2. What confirmation was received that the device was fully fired? Yes. 3. Did the device staple? Not fully. 4. Was the staple line complete? No. 5. Were there any staples missing from the staple line? No. 6. What was the shape of the staples (b-formation, irregular, legs straight)? No stapling as device was not fired. 7. Were the staples deployed into the tissue? No. 8. Were the staples seen in the surgical field? No. 9. Did the device cut? No. 10. Was the cut line fully circumferential around the target tissue? No. 11. If the device fully cut, were both tissue donuts present? No. 12. If the device fully cut, were both donuts complete? No. 13. Is the current patient status known? Doctor has done hand sewn and patient is fine. 14. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.